Event description:
The doctor reported the implant was removed due to insufficient primary stability and osseointegration failure, 1 month after implant placement. Bone quality around the area was type IV, and oral hygiene around the implant was poor. No significant finding was observed during the implant removal surgery. Bone augmentation material was used in implant placement surgery. The patient has since recovered.